Event description:
Patient reported left side "rupture and pain." Healthcare professional later reported "capsular contracture baker grade iii" and "no rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, e2, e3, g2, h6.

Event description:
Patient reported left side "rupture and pain." Healthcare professional later reported "capsular contracture baker grade iii" and "no rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed deformation on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side rupture and pain. Healthcare professional later reported "breast pain and encapsulation," baker grade iii. Device remains implanted.